Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's age and history of smoking and obesity likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 3000tfx 21mm valve, with implant duration of seven (7) years and five (5) months, underwent a valve-in-valve procedure due to critical stenosis and severe insufficiency. An evaluation had shown that the valve had degenerated. The mean gradient across the valve was 54 with a peak gradient of 78. A tavr was successfully performed with a 9600tfx 23mm valve. There were no complications. Upon completion of the procedure, there was no aortic insufficiency. The patient was transferred to the hvpcu in stable condition. She was discharged on pod #1.

Manufacturer narrative:
Reference CAPA-20-00141.